Event description:
Patient reported to dexcom technical support on (B)(6) 2013 that on the date of report around 1:30 am, she had experienced a seizure due to a hypoglycemic event. Patient's husband awoke to find patient having seizure. Patient claims that her husband measured her bg at 16 mg/dl while her cgm was reading 91 mg/dl. Patient's husband administered glucagon and called the paramedics. When the paramedics arrived, they administered juice and glucose gel to patient. Patient experienced a headache. On (B)(6) 2013 patient consulted her physician. Physician downloaded data from patient's dexcom receiver. Dexcom requested this data be sent to dexcom for investigation. No data had been received at the time of this report. At the time of her communication with technical support on (B)(6) 2013, patient reported that she is in fine condition.